Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Event resolved on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that the patient had pain post micturition since (B)(6) 2016. The stimulator was stopped on (B)(4) 2016 and reprogrammed on (B)(4) 2016. The device was stopped on (B)(4) 2016 and reprogrammed again on (B)(4) 2016. Medical history included idiopathic functional urinary incontinence since 2005.

Manufacturer narrative:
Other applicable components are: product ID: 388928, lot# 0208970080, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the adverse event was not related to device or procedure, to be disregarded.